Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, 4fr sl powerpicc solo with an external leak. Additional information: PICC placed (B)(6) 2024, removed (B)(6) 2024 (3 months). Total length of the catheter was 48cm. PICC was inserted in the basilic vein, exit site marking was 3cm. Securacath used. PICC was dressed with a 90 degree turn. PICC was used for oncology treatment: erinontecan, 5fu, cetuximab. External leak found at exit site. Chloraprep used to clean catheter site during dressing changes. Chest x-ray 24 may tip position good. Catheter vein ratio 8%."

Event description:
It was reported, 4fr sl powerpicc solo with an external leak. Additional information: PICC placed (B)(6) 2024, removed (B)(6) 2024 (3 months). Total length of the catheter was 48cm. PICC was inserted in the basilic vein, exit site marking was 3cm. Securacath used. PICC was dressed with a 90 degree turn. PICC was used for oncology treatment: erinontecan, 5fu, cetuximab. External leak found at exit site. Chloraprep used to clean catheter site during dressing changes. Chest x-ray 24 may tip position good. Catheter vein ratio 8%".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter using water and a 12ml luer lok syringe. During testing, a leak was observed between the 5 cm and 6cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had sharp and well defined fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. A cross-section near this deformation was taken. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement of the wall thickness was taken and compared against its respective specification in (B)(4). The wall thickness of the returned unit was found to be within spec. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.